Event description:
Pump was found with pole clamp assembly detached from the rear housing during routine inspection by the facility's biomedical engineer. There was no report of any patient or user injuries resulting from this situation. Information was not available regarding whether or not the device was in use on a patient when the clamp detached from the pump.